Event description:
Procedure: urological/gynecological. According to the rptr: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. It was reported by the pt¿s attorney that as a result of having the product implanted, the pt has experienced significant mental and physical pain, suffering, has sustained permanent injury, permanent physical deformity, and has undergone corrective surgery.

Manufacturer narrative:
(B)(4). (B)(6).